Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device discharges electric shock and continuously prints. There was no patient involvement.

Event description:
It was reported to philips that the device fails the op check because the paddles discharge.